Event description:
Pt undergoing laparoscopic procedure, laparoscopic grasper broke in the pt requiring the need for instrument and sleeve to be removed and replaced. No injury identified to the pt. She recovered well and was discharged to home. Devices initially thought to belong to another MFR, device was forwarded to them with return and subsequent identification of the MFR as being snowden-pencer.